Event description:
User facility medwatch report mw5146917 received that states ¿medtronic received information that an unknown time following the implant of this (B)(6) 23 mm epic surgical valve, the gradient increased from 20 millimeters of mercury (mmhg) to 40 mmhg requiring a valve-in-valve implant with a transcatheter bioprosthetic valve. No additional adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).¿ it was reported that in an unknown date, a 23mm epic max valve (aortic) was successfully implanted. Following the implant, the gradient increased from 20mmhg to 40mmhg, requiring valve-in-valve implant with a transcatheter bioprosthetic valve. The patient status was unknown.

Manufacturer narrative:
An event of replacement of the valve with a valve in valve due to high gradient was reported. Additional information was not available. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device remains implanted and was not returned for analysis. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Attachment medwatch report # mw5146917.

Event description:
User facility medwatch report mw5146917 received that states ¿medtronic received information that an unknown time following the implant of this (B)(6) 23 mm epic surgical valve, the gradient increased from 20 millimeters of mercury (mmhg) to 40 mmhg requiring a valve-in-valve implant with a transcatheter bioprosthetic valve. No additional adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).¿ it was reported that in an unknown date, a 23mm epic max valve (aortic) was successfully implanted. Following the implant, the gradient increased from 20mmhg to 40mmhg, requiring valve-in-valve implant with a transcatheter bioprosthetic valve. The patient status was unknown.

Manufacturer narrative:
Medwatch form attached: mw5146917. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.